Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe did not cut and made a very different noise than usual during vitrectomy surgery. The surgery was completed by replacement of new probe from another pak. There was no patient harm.

Manufacturer narrative:
Two opened probes were received, without tip protectors, in a tray, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration, no noise was observed. The sample was found to be nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the cutting edge and several other locations along the inner cutter. Sample 2: the sample was visually inspected and found to be nonconforming with the probe needle slightly bent, and orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration, no noise observed. The sample was found to be nonconforming for actuation and cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks observed at the cutting edge and several other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the report of probe makes strange noise on both returned probe samples. The complaints evaluation confirms that both returned probe samples had a cut failure, the evaluation also indicates that probe sample two had an actuation failure. The most likely cause for the poor cutting observed on both probe samples returned is the observed gouge marks on the cutting edge of the inner cutter of both probes returned. The root cause for the cutting-edge gouges as well as the foreign material observed on both probe samples returned and the actuation failure observed on probe sample two is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than twenty minutes, and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor of the actuation and cut failures observed on probe sample two is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from the visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported probe make strange noise was not confirmed on both samples returned, it appears that the observed cut failure observed on both returned probe samples and the actuation failure observed on returned probe sample two were due to excessive use of the probe by the user. And an exact root cause for the bent needle and the bent inner cutter observed on returned probe sample two could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.